Manufacturer narrative:
This is one event (death) of two events reported on the same patient involving two separate products and associated with mdrs 1225714-2014-03480, 1225714-2014-03481, 1225714-2014-03482 and 1225714-2014-03483.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired on (B)(6) 2011, after the use of the product.